Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure whether the cannula was properly seated at the infusion site on the back, noting that insertion did not hurt and did not feel as it normally does. Upon removal of the pod, the cannula was found to be kinked and lying flat against the adhesive rather than inserted at the intended angle. As treatment, the patient administered insulin by syringe at approximately 5:00 pm due to high blood glucose readings.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone14.7cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.